Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual inspection was performed on the returned device. The separation was confirmed. The reported difficulty positioning and removing the device over the guide wire could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty positioning and removing the balloon dilatation catheter over the guide wire; however, the reported separation appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the right coronary artery. When loading the 3.5x8mm nc trek balloon dilatation catheter (bdc) on to the guide wire, resistance was felt during advancement onto the guide wire. The bdc did not enter the anatomy. The bdc was difficult to remove from the guide wire and the balloon separated from the device. A non-abbott bdc and new guide wire were used without issue to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.